Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluation: visual inspection under magnification revealed a trace amount of viscoelastic residue inside the cartridge. Further inspection revealed that the cartridge had cracked and that a portion of the lens was stuck in the crack. The cartridge tip was also observed to be damaged (bent). The remaining portion of the lens was observed to be damaged. The complaint issues stuck in cartridge and cartridge crack were confirmed; however, this may be attributed to an inadequate quantity of ovd, suggested by the trace amounts of viscoelastic residue, and cannot be confirmed to be related to a manufacturing issue. The complaint issue override cannot be confirmed. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting into the left eye, the iol was stuck in the cartridge, looked split. Plunger overrode lens and was coming out of the top. Another jnj lens with same model and diopter was implanted. There was no patient injury and no interventions performed. Patient is doing fine post-op. No further information is available.